Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
It was reported the system intermittently failed to display an image, making the system unusable. There is no report of injury or death associated with the event described in this complaint.